Manufacturer narrative:
Unable to charge due to broken cow catcher and damaged all contact pins. Unable to perform the functional test due to charge anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please reference svn: (B)(4).

Event description:
Customer called to report a damaged transmitter on the insulin pump. Customer also reported an led anomaly. Customer's blood glucose levels were not included in the report. Customer stated that they were not connected to the sensor and caused low blood glucose. Customer's blood glucose levels ranged from 25 to 235 mg/dl. Product is being returned and replaced.